Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2367 (power failure error that discontinues the present therapy and is due to possible air in the line) alarm on the homechoice (hc) device during dwell 1 of 3, while the hp was connected. The technical service representative (tsr) had the hp look at the alarm log, and the hp stated there was no alarm recorded prior to the system error 2367. The tsr advised the hp to end therapy and remove the cassette. The hp stated that they would restart therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.